Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient presented with foreign body sensation in the left eye one day post lasik. The patient was noted to have stage two diffuse lamellar keratitis. The previously prescribed topical steroid eye drop was increased. Additional information requested.